Event description:
It was reported in an anonymized clinical study report of the versanail femoral nail system, that the patient underwent a revision approximately eleven (11) months post-implantation due to non-union of the bone. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Report source: foreign - event occurred in (B)(6). (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.